Manufacturer narrative:
The manufacturers field service engineer replaced the power supply to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a no power condition. No patient harm reported.